Manufacturer narrative:
(B)(4).

Event description:
It was reported when separating the two white wings from the midline peel away introducer to begin peeling, one of the white wings separated from the sheath. The peelable part remained in the patient's arm. It was reported once the sheath had been removed manually and the peeling continued, the usual insertion procedure for the midline could be completed as normal. The patient's condition is "fine". The insertion site was the elbow crease, right basilic vein.

Manufacturer narrative:
(B)(4) the customer provided two images and one video for analysis. The images highlight the separation point of the tabs from the extrusion. The returned video shows the peel away sheath being used during a procedure, of which is not in alignment with the instructions for use (IFU). The customer returned one peel-away for analysis. No definite signs of use were observed on the sheath. Visual analysis revealed that both of the peel-away sheath tabs were separated from the extrusion. A portion of the proximal end of the peel away extrusion was still molded to the tabs. Microscopic examination confirmed the damage and revealed that the point of separation was not uniform. It was also noted that the peel-away sheath was completely split down the score lines. The peel-away sheath body length measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per product drawing. The peel-away inner and outer diameters could not be measured due to the condition of the returned sample. Functional testing could not be performed due to the condition of the returned sample. A manual tug test confirmed that the extrusion was secure to the intact half of the peel-away assembly. Clinical affairs was consulted as a part of this complaint investigation. They stated that the sheath should be outside of the skin and visualized during the tearing process. However, the video demonstrates that the clinician was tearing the sheath at the insertion site rather than withdrawing the sheath while peeling. The incorrect usage of the peel away sheath likely contributed to the defect experienced by the customer. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "withdraw peel-away sheath over catheter until sheath hub and connected portion of sheath is free from venipuncture site. Grasp tabs of peel-away sheath and pull away from the catheter, while withdrawing from vessel until sheath splits down its entire length. Avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis". Based on the returned sample and customer provided video, it appears that the customer was attempting to peel the sheath at the insertion site instead of when withdrawing from the vessel. The report that the peel-away sheath tabs broke off during use was confirmed through complaint investigation and customer supplied photos/ video of the returned sample. The customer provided video depicted the peel-away sheath during use on a patient. Based on the returned sample and customer provided video, it appears that the customer was attempting to peel the sheath at the insertion site instead of when withdrawing from the vessel as described in the product IFU. Visual analysis revealed that both sheath tabs separated from the extrusion. Despite this, a portion of the proximal end of the extrusion was still adhered to the separated tabs. The sheath met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description, sample received, and additional information provided, intentional use error caused or contributed to this event. An in-service will be performed to instruct the customer on proper use of the device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported when separating the two white wings from the midline peel away introducer to begin peeling, one of the white wings separated from the sheath. The peelable part remained in the patient's arm. It was reported once the sheath had been removed manually and the peeling continued, the usual insertion procedure for the midline could be completed as normal. The patient's condition is "fine". The insertion site was the elbow crease, right basilic vein.